Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on a system and was run in normal mode. C-30/m-11 errors occurred during mono coag activation. It will be returned to the original equipment manufacturer. Root cause is attributed to the high measurement value for the hf voltage.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report activation interrupted m-11 error whenever trying to use coag on mcs. Site rebooted erbe and changed out mcs but issue persists. Tse walked caller through reboot of erbe with no change. Site changed out green cable and error still persists. Site mentioned to change out vsc. Tse viewed logs and found m-11, c-30, and m-18 errors. The procedure was converted to another da vinci system with no reported injury.